Manufacturer narrative:
The event of the pacemaker being in back-up mode was confirmed. The device was received in backup operation. The backup operation was triggered after explant and is consistent with cold temperature exposure. Analysis was performed after installing a new battery. No anomalies were noted. The original battery was depleted to end of life (eol). A longevity assessment was performed, and the device¿s implanted duration exceeded projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated the physician believed the battery longevity of the device was within the expected range and the device was not suspected to have caused or contributed to the patient's passing; however, the device was returned for analysis to ensure it was functioning properly during the patient's passing.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away due to an unknown cause and after post mortem explantation, the device was found to be in backup vvi mode. Abbott technical support was contacted and noted the device had reached the elective replacement indicator (eri) and was approaching end of service (eos). It is currently unknown if the device caused or contributed to the patient's passing. Further information was requested but has not yet been received.